Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to insert and entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an ablation procedure using a 6f sheath. Reportedly, preclose was used in two other access sites successfully with each closing prior to closure of the third access site. The third, small-hole access site was closed post procedure. When inserting the prostyle, the device became stuck. It was not deployed in the patient. The device was attempted to be advanced, pulled back and rotated; however, it would not move. A surgeon was able to remove without issue after a small cut down was performed. The guide at the footplate bend was found to be outside the vein. A small stitch and manual compression were used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.